Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported he was in a motorcycle accident (B)(6) 2015 and is only receiving stimulation in the front of his left leg. Reprogramming was able to provide effective stimulation. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the lead. The patient is now receiving effective stimulation in his pain areas.